Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Small bowel capsule retained for more than fourteen days. Xrays were taken showing the capsule in the ileum. The patient is currently being managed with watchful waiting and use of laxatives. The patient is asymptomatic.